Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005334138-2020-00135, 3005334138-2020-00138. During a cryoablation typical atrial flutter procedure a pericardial effusion occurred. The patient was hemodynamically stable for the duration of the procedure, however; after the case a pericardial effusion was diagnosed via echocardiography. The patient was transferred to surgically repair a perforation in the cavotricuspid isthmus. Following surgery the patient was stable. There were no performance issues with any abbott device.